Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of observed the foreign material in the air/water channel, air/water cylinder and at the insertion tube could not be determined, as there was no deformation observed that might result in the retention of foreign material and no facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited white foreign material inside the connecting tube, air/water tube, and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found the findings previously stated in section b5. Should additional relevant information become available, a supplemental report will be submitted.